Manufacturer narrative:
One medfusion pump was received with a cracked battery door. The event history log was reviewed and there was a "check clutch/plunger lever" message. Multiple occlusion tests were performed and the reported issue was unable to be duplicated. The customer induced "check clutch" by pressing the plunger lever and moving the plunger head during infusion. The event history log shows the plunger position was at 1.511" at alarm, then at 1.485" at infusion stop. The lead screw, both clutch halves and clutch spring were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had check clutch/plunger alarms. There was no reported adverse event.